Event description:
On (B)(6), 2011, doctor called to say he had 3 crowns not fit in the last 3 weeks using this system.

Manufacturer narrative:
Doctor refused to return the product and said he will try it again and see how things go; therefore, no additional evaluation could be conducted.